Event description:
It was reported that the patient presented to clinic with inappropriate hv therapy for supraventricular tachycardia being misdiagnosed as vt due to programming. Programming changes were made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.